Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported by the customer that during intra-aortic balloon (iab) therapy that there was a "no trigger" alarm and then a subsequent "iab optical sensor failure" alarm generated. The customer provided picture documentation of the error screen and the serial # of the iab pump. The customer also reported 2 additional prior cases where they were unable to get the fiber optic cable to work. The emergency support program specialist provided instructions to cable the central lumen and use the pressure signal from the central lumen. The physician was informed to move the ECG/EKG (electrocardiogram) leads closer to improve EKG signal. There was no reported injury to the patient.